Manufacturer narrative:
Evaluation by a zoll field service technician determined that the reported defibrillation charge error was due to a low battery condition. The device logs showed a single instance, consistent with a low battery state. No persistent device malfunction was identified. The unit passed all functional testing, including successful delivery of five conseutive 200j shocks and CPR feedback, using the customer's accessories. Based on testing results and log review, the customer's report is attributed to low battery. There was no fault found with the device and the device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a " defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.